Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 35 mg/dl, which was treated with food and juice. The customer also reported that one sensor did not stick and another caused sensor errors. The customer was advised as to the proper sensor usage techniques. The insulin pump was not replaced or returned for analysis.